Event description:
On (B)(6) 2011 a customer called to report receiving inaccurately high readings on his precision xtra glucose meter. The customer reported a reading of 180 mg/dl obtained on (B)(6) 2011 at 10:30pm that was higher than he felt. The customer stated "about 90 minutes later" at 12:00am on (B)(6) 2011, "an ambulance was called, and the reading was 17 mg/dl." The customer indicated he experienced a seizure and loss of consciousness. Paramedics treated the customer with glucose via injection, and transported him to a health care facility where he was diagnosed with hypoglycemia. The customer stated he was "hospitalized with seizure." He reported treatment at the health care facility as "insulin", and indicated this was a change to his normal medications. No self-treatment for the event was reported. There is no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45675) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product(s) have been requested back for an investigation. A follow-up report will be submitted once additional information is available.